Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came to clinic feeling presyncopal. Interrogation found that the ventricle lead threshold had increased to 6v (>output) and the patient was in complete heart block, resulting in pronounced bradycardia. The impedance measurement was normal and stable. The output was increased to 7.5v, capture was regained and the patient's condition improved. The lead was screened and appeared to have externalisation of the conductor just proximal to the right ventricular coil. The lead was capped and replaced. The patient was in good condition afterwards.